Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the unit was able to deliver a hypoxic mixture of gases. The flowmeter was recalibrated and the flow valves were lubricated. The unit was returned to service.

Event description:
The hospital reported, during pre-use checkout, the o2 and n2o flowmeter controls were defective. There was no report of patient involvement.